Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level reached 200's mg/dl. Customer resolved issue by changing infusion set and cartridge, then resumed insulin therapy.